Event description:
The passeo-18 was intended to treat a lesion in the sfa. On the first inflation the passeo-18 balloon was leaking.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned passeo-18 revealed that the balloon has been inflated. Microscopic analysis showed a leakage in the proximal part of the balloon and scratches on the balloon surface nearby the damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The final root cause for the leakage is most likely related to external factors during the procedure.